Event description:
Due to persistent malignant cuff leak, despite cuff being max inflated/over-inflation to 40cm h20, patient's 8-0 cuffed tracheostomy (8cn85h cuffed shiley flex-originally placed on (B)(6) 2023; requiring cuff overinflation immediately after insertion) was urgently/emergently exchanged for an 8-0 distal xlt cuffed tracheostomy (8xltcd) on (B)(6) 2023. Exchanged over wire, with adequate volumes on ventilator after exchange. Bmi 30. Cuff pressures on 8cn85h product noted to be above range within 6hr of placement, requiring exchange on (B)(6) to 8.0xltcd (extra long) product. Bmi 30.2.